Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the tube was inserted on (B)(6) 2023 and a broken shaft was discovered on (B)(6) 2023.

Manufacturer narrative:
The device history record (DHR) review showed that manufacturing and inspection of the product was performed as per applicable procedures and validated processes. A sample analysis could not be performed because no samples were available for evaluation. The reported condition could not be confirmed. The correct product code was determined to be 714170 because the lot number reported in the complaint corresponds to that product code. The affected component is produced by an external supplier. Our assembly process consists of a pick and place operation for this material. Due to similar cases presented previously, actions will be documented through a corrective and preventative action (CAPA). This complaint will be used for tracking and trending purposes.